Event description:
It was reported, that this right atrial lead exhibited high out of range impedance measurements. And failure to capture. A lead fracture was suspected. Reprogramming was performed, and this lead was turned off. No adverse patient effects were reported.